Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Failure to advance: the cause of the delivery issue was determined to be patient condition as the patient had sub optimal vessel size preventing successful delivery of impella.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A second attempt was made to place an impella 5.5 device in the patient utilizing the left subclavian artery. Access to the subclavian artery was obtained without incident, and the graft was sewn in the usual fashion. Left ventricular access was achieved and confirmed using transesophageal echocardiography (tee). The physician applied propofol to lubricate the impella 5.5 prior to insertion. Multiple attempts were made to advance the device without success. Considering the prior unsuccessful attempt on the right side and repeated difficulty advancing the pump, the decision was made to abort the insertion to prevent potential vessel trauma to the patient.